Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No investigation was performed. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by the care giver (daughter) that the patient experienced a redness of the skin under the entire mass but not the tape collar area in the left upper quadrant of the abdomen. It was stated that the reddened area was moist with a light milky drainage. It was reported that there was associated burning and itching sensation on the affected area. On (B)(6) 2016 the patient was seen by a dermatologist after the redness of the skin did not resolve. The dermatologist diagnosed the issue as an allergic reaction and prescribed fluocinonide cream to apply 2 times weekly for 2 weeks as needed. However this was discontinued due to a burning sensation. The patient returned to the dermatologist and received a new prescription medication but the medication name is unknown. The dermatologist suggested discontinuing the current ostomy product. The exact timeline of the reported event is unknown but it was stated it started a few months before.